Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that the u by kotex security tampon came apart during use and a piece fell out of her vagina while showering. Consumer was able to remove all pieces and reported experiencing no adverse health symptoms. Consumer does not plan to seek medical attention.